Manufacturer narrative:
Report is for one (1) unknown locking screw. Catalogue number: a partial part number of 458.9xx was provided. Other: UDI: part number unknown, lot number unknown; UDI unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left femur fracture on an unknown date resulting in the patient having a trochanteric fixation nail (tfn) and a tfn blade implanted. The patient reportedly re-fractured the left femur below the original implant. A revision surgery was performed on (B)(6) 2015. All implanted devices were successfully explanted. There were no fragments generated during the surgery all devices were intact and removed without complication. The patient's status was noted to be stable at the end of surgery. This report is for one (1) unknown locking screw . This is report 3 of 3 for (B)(4).